Event description:
Hill-rom tech alleged that the hi/low drive was drifting.

Manufacturer narrative:
Tech replaced the hi/low drive to resolve the drifting issue. He found the bed in labor and delivery, and there were no alleged injuries.